Event description:
It was reported that the customer had an issue where his blood glucose level was slowly going up. Customer was starting to feel ketones and found that they were large. Customer did not have a no delivery alarm and his cannula was bent. Customer's blood glucose level was 350 mg/dl. Customer was upset that he went into high ketones. Customer did not contact their health care provider for their high blood glucose levels. Customer treated with an injection. Customer stated that they have a back-up plan. Customer does not feel okay to troubleshoot. Customer stated that a similar incident happened a year ago and they had a blood glucose level over 400 mg/dl. Customer had to go and will call back tomorrow if a replacement pump is needed. No further details provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.